Event description:
The pt had a very tortuous, 30 mm diameter, angled aortic neck, but the physician elected to place the renu device anyway. The renu device was implanted without difficulty or complications, but the final angiogram noted a proximal type I endoleak. The physician elected to observe the endoleak to see if it would resolve on its own. After two and a half months the leak had not resolved and the physician elected to explant the renu and pre-existing graft and perform an open surgical repair